Event description:
It was reported that during a da vinci-assisted gastric sleeve surgical procedure, a tissue pushout event occurred with a sureform 60 blue reload on stomach tissue. It was noted the reload was not downsized and could be related to the complication. There were no error messages produced during the firing sequence. Once the stapler jaws were opened after the event, malformed staples were produced and there was a hole within the tissue. This required the surgeon to over suture the staple line to repair the defect. The procedure was completed robotically. Buttress material was not used. A leak test was performed and was negative. The following day, an upper gi test was performed to ensure no leak had occurred. The patient is recovering well with no postoperative complications.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the product for failure analysis investigation. An advanced stapler log investigation revealed the following: the sureform 60 stapler instrument was installed on the system 7x and fired 7 reloads (2 green, followed by 5 blue). On each install, all clamp attempts were completed successfully. On install 1, the firing was completed with 1 pause for compression. On installs 2-5 and 7, the firings were completed with no pauses for compression. On install 6, the firing was completed with 3-4 pauses for compression. After the 7th install, the instrument was removed and not used again in the procedure. No stapler related level errors were confirmed.